Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-04186. It was reported that a guide wire fracture and vessel perforation occurred. The target lesion was located in the severely calcified circumflex artery which was not protected by previous bypass grafts. The physician went through the left main and the circumflex was at a right turn which was very calcified. The physician attempted to balloon the circumflex artery but was not successful. A 1.50mm rotalink plus and rotawire were then selected for ablation. The physician was able to make a pass or two but was not able to go through the calcification as the burr was hitting only the head of the calcium. When the physician pulled back the burr to get ready for a second run, the burr jumped forward at the 90 degree angle mark and perforated the circumflex artery. At the same time the burr spun off and tore the rotawire in two at about 60mm. The physician placed an unspecified micro catheter in the perforation and injected a fresh thrombin into the track. The physician then used an unspecified balloon to seal the perforation. The balloon was held inflated for a prolonged period of time and the patient never had chest pain or EKG rhythm changes. A snare was used in a failed attempt to remove the 60mm piece of the rotawire and the fragment was left inside the patient. The physician had originally planned to close off the whole circumflex artery but the artery sealed itself, so the physician left the rotawire fragment inside the patient's body rather than sending the patient to surgery. No further patient complications were reported and the patient's status was fine.